Event description:
I am a retired infection control nurse. Received new machine (B)(6) 2020 which was defective which I wasn't aware of. Recall of dreamstation CPAP per philips respironics june 2021, two months after the company apparently learned of the defect. I was never notified by philips respironics. Learned on (B)(6). Company lied, covered up since november 2015 per FDA form 483 of november 2021. Company stated (B)(6) 2022 that someone from philips respironics would call 3-5 days regarding refund. Never called. Told by philips respironics on (B)(6) 2022 that calls were backlogged. On (B)(6) 2022 received first letter from philips respironics about recall only because FDA forced the notification. Did file complaint with FDA 2022. Told on (B)(6) 2022 that there is no refund by philips respironics. Again, lies and deception. No replacement has been sent. Want refund to get another machine and not replacement. Cannot trust philips respironics. Have talked with philips respironics monthly medicare monthly and FDA monthly. Have talked with cms (B)(6) 2022. Have talked with my congressman's office in dc. Our government has failed all users of the CPAP machines as well as the healthcare of all americans. FDA safety report ID # (B)(4).